Event description:
It was reported the pt is not receiving stimulation therapy from her scs system. An sjm representative met with the pt and a system diagnostics showed multiple invalid contacts. Follow-up identified x-rays taken revealed a potential fracture in the scs lead. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.